Event description:
After 1 day of iab therapy, blood was noted in the tubing while placing pt on bed pan. Iabp was discontinued. The iab was removed and not replaced. The pt was reported to have expired.